Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device has been received and is currently in the evaluation process. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported event occurred during a right cranioplasty.

Manufacturer narrative:
Additional narrative: an investigation was completed: the measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The broken off portion is missing. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 7153-1//astm f 899/a276. This drill bit was manufactured in january 2007; quantity (B)(4) pieces. It is unknown how many times the drill bit was used before the breakage; hence the condition of the drill bits¿ cutting edges before the surgery is unknown. The microscopic view of the broken surfaces does not show any anomalies of materials structure, which indicates material conformity as well. Considering all relevant findings it is indicative of the drill bit breaking due to a mechanical overloading situation while in use. Neither a product nor a material related condition was found. This device is an instrument and is neither implanted nor explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after cranial operation and final check of instruments, the tip of the drill bit was found missing. The neurosurgeon was informed immediately and he decided to clarify the retainment of any foreign body by post-op routine CT in ward. All linen and medical waste was searched thoroughly with negative result. This is report number 1 of 1 for (B)(4).